Manufacturer narrative:
A review of the provided patient data indicated that the ne% result correlated with results generated from the alternate analyzer (lh 780 serial number (B)(4)). A field service engineer (fse) assisted the customer with troubleshooting over the telephone but the customer did not observe any issues with the instrument. No parts or reagents were replaced and no service action was performed. The fse did not visit the customer's site for this event and the customer has not reported of any further issues related to this event. In conclusion, failure mode of the event is unknown.

Event description:
The customer reported that two (2) coulter® lh 780 hematology analyzer generated erroneously low neutrophil percentage (ne%) results for one (1) patient when compared to the manual slide results. This report references the lh 780 serial number (B)(4); please refer to medwatch report #1061932-2014-00982 for a report of the event involving the lh 780 serial number (B)(4). The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer considered the manual results to be correct.